Event description:
It was reported that during a tonsillectomy procedure using a coblator ii controller with an evac 70 xtra wand, the controller would not power on the wand. A second wand was tested, however the issue persisted. The surgeon opted to complete the procedure using a competitive device. There were no significant delays or pt complications reported as a result of this event.